Manufacturer narrative:
Separation is labeled in the IFU. Product was returned in a used and damaged condition: the sheath had separated at approximately 26 cm from the hub; however, the coil remained intact. Flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection for product to ensure correct inside diameter and outside diameter of tubing, ensure material is free from surface defects, bumps, bulges and protruding coils between 5 mm proximal from proximal end of coil and 2 mm distal from distal end of coil (2.5 cm distal for 18 f, 20 f, 22 f, and 24 f), and flexor check-flo ii introducer, final inspection confirms surface of sheath is free of excessive dents, bumps or scratches. In addition, the instructions for use (IFU), cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." It is feasible that reintroduction of the dilator prior to withdrawal may help to avoid damaging the sheath, especially in cases where scarred/diseased anatomy is present. Additionally, iso standard 11070 requires a minimum break force of 3.37 lb for sheaths 5.0 fr and larger, which has been confirmed through design verification testing. The root cause is product use or handling related due to not following instructions. The appropriate internal personnel have been notified and we are continuing our monitoring of similar complaints.

Event description:
When removing the sheath after completion of the procedure, upon removal, the sheath separated and came apart. The coil is still intact; however, the sheath material is separated. Separated in the pt. They did not have to do a cutdown to remove anything. Pt is okay.